Manufacturer narrative:
Philips service power cycled the system and reinstalled the suite pc software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system was rebooting due to a power bootup startup issue on an azurion 7 b20. The clinical use of the system was outside of use. There was no reported patient or user harm.